Event description:
Medtronic received info that this bioprosthetic valve (full root technique), implanted for 3 years, was explanted due to echocardiographic findings thought to be a pseudoaneurysm. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): eval: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.